Manufacturer narrative:
Medwatch sent to FDA on 07/21/2014. Further information from the reported regarding event, product, or patient details has been requested. No additional information is available at this time. The event of delayed allergic reaction with associated firm nodules is a physiological complication and analysis of the device generally does not assist allergan in determining probable cause of this event. Device labeling. Precautions: patient may experience late onset nodules with use of dermal fillers, including juvederm voluma sc. Adverse events: treatment site responses reported by < / - 5% of subjects included ache, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in < / - 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance. Juvederm voluma without lidocaine has been marketed outside the us since 2005, and juvederm voluma with lidocaine has been marketed outside the us sine 2009. As of (B)(6) 2012, the following aes were received from post-market surveillance for juvederm voluma with and without lidocaine with a frequency > / - 5% and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments included: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, ant-viral, ultrasound, excision, drainage, and surgery.

Event description:
Healthcare professional reported approximately 1.5 months after injection with juvederm voluma xc in the cheeks, the patient developed a firm nodule under both eyes in the tear trough area. The patient was diagnosed with a delayed allergic reaction. Treatment prescribed included an injection of 0.1 k-10 with 0.2 5-fu" into the nodules, a medro dosepack, prednisone, desonide .1% cream, and doxycycline; symptoms are resolving. The reason for treatment provided by the healthcare professional was to "resolve the nodules and to achieve a good outcome".